Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a premature battery depletion (bd) error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient had undergone a surgery in which greater than 300 magnet applications were observed that day. This s-ICD was omitting tones. Disk analysis was performed which confirmed that the error was triggered by extended magnet application which was expected behavior. Technical services (ts) discussed how to reset the beeper. The s-ICD remains in service. No adverse patient effects were reported.